Event description:
Patient presented at follow-up with no capture and low sensing signals on the lead. Echo revealed perforation through the rv apex into the pericardium. No pericardial effusion was noted. The lead was explanted and successfully replaced with no consequences to the patient. Lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.